Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator had an intermittent upper display when device is powered up. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed by the customer. The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The service engineer (se) was only authorized to upload the operational software. The unit passed all testing and operates within the manufacturing specifications.